Manufacturer narrative:
The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the data was freezing on screen, it was frozen for about ten minutes. The unit was turned off and back on before to fix the issue. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.